Event description:
The pump was returned for investigation. Investigation revealed a pink and faded display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a pink and faded display screen. Unrelated to the complaint, the keypad label was found to be worn and torn and the label on the back of the pump was found to be torn. Also unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.